Event description:
Customer states pt reportedly received result of 241 mg/dl on inform system 1 and 87 mg/dl on inform system 2 within 10 minutes . No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 55051, expiration date 3/31/2009). Reference medwatch report with pt for the suspect device used in system 1.